Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with shortness of breath and a variable pulse. It was noted the ventricular lead had suspected loss of capture. The lead was removed. No further patient complications were reported as a result of this event.